Event description:
Clinician attempted ultrasound treatment when it was noted that the treatment applicator surface was excessively hot. Clinician immediately terminated treatment. Pt did not incur any injury as a result of the incident.

Manufacturer narrative:
Awaiting device return and eval.